Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. No further information was provided.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had profound right ventricular failure post left ventricular device (lvad) placement and required increasing support for the right ventricle, dialysis, and extracorporeal membrane oxygenation (ECMO) support. It was reported that pre-operatively, the patient required a device and inotropic support, and an echocardiogram on (B)(6) 2023 read that the right ventricle function was grossly normal. On (B)(6) 2023 the patient passed away. The pump was not explanted.